Event description:
On (B)(6) 2011, patient requested assistance in obtaining her basal rates. Assisted patient in obtaining her basal rates. Patient reported she has been facing low blood glucose readings; will discuss with her doctor. Patient stated 2 nights ago her blood glucose reading was 92 mg/dl before bed. Patient reported she drank juice and woke up in the morning with a blood glucose reading of 24 mg/dl. Patient stated her husband called 911 and they treated her at her home with "some kind of sugar in a bag." Patient reported her blood glucose reading was 132 mg/dl last night. Patient stated she woke up this morning and was stumbling around. Patient reported her husband got her juice but did not take her blood glucose reading. Patient stated an hour after drinking the juice, her blood glucose reading was 60 mg/dl. Patient's target blood glucose range is 100-180 mg/dl. Patient reported if her husband had not been there, she does not believe she would have been able to get the juice herself. Patient stated her basal rates are correct but she will discuss changing them with her doctor. Patient reported there could have been an increase in physical activity. Patient stated she is not very active at this time in her life. Patient reported her job that is in her home is causing her to move around the house more. Patient stated she has "constant stress." No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.